Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer had differences between her blood glucose and sensor glucose readings. Caller stated that 2 days ago, the customer had to go to the emergency room because she was wobbling and had a low blood glucose. Customer's blood glucose was in the 120's mg/dl. Customer was walking like a duck and has a problem with one eye. Customer can see out of the other eye. Customer also has neuropathy in her fingers. Customer's blood glucose was 180 mg/dl at the hospital and her sensor reading was 285 mg/dl. Customer stayed all day at the hospital. Customer had fallen a couple of days before and might have a bladder infection. Customer had fractured her clavicle. Customer could not walk when she went to the emergency room and her blood glucose was stable. Caller stated that she will call back later with the sensor information.